Event description:
Patient reported right-side "ripple" and "encapsulated." Later, healthcare professional reported capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Wrinkling observed crease in the device additional observations: deformation observed in the device. Wear abrasion observed in the device. Crease fold observed in the device. Additional, changed, and/or corrected data: h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ripple" and capsular contracture baker grade IV.

Event description:
Patient reported right-side "ripple" and "encapsulated." Later, healthcare professional reported capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
The device has been explanted.